Event description:
He developed a small to moderate sized pneumothorax after the bronchoscopy that required a chest tube and hospital stay. This is a known complication of the procedure that occurs in approximately approx 5% of patients undergoing a transbronchial lung biopsy. He will not develop any long term side effects from this. This procedure is done to harvest the stem cells for the study. No product was given. No experimental devices or drugs were used. This was a standard procedure using standard equipment, done according to guidelines with a known and accepted risk. FDA safety report ID # (B)(4).